Event description:
Per oos, this system was removed due to infection and was not replaced with biotronik devices. Selox jt 53, MDR 1028232-2008-00027. Linox sd 65/16, MDR 1028232-2008-00030. Corox otw-s 85-bp, MDR 1028232-2008-00031.